Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Healthcare professional later reported "intra-operatively right side found to have ruptured with significant tear in shell and free-silicone within the capsule. Silicone also found to be like a soft runny gel, losing its cohesive nature. Complete capsulectomy performed". Device has been explanted.

Manufacturer narrative:
Explanatory note for b3: the actual date of occurrence is 08/dec/2022; however we cannot capture this date in tw.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified; an extended opening, red particles on the shell, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional later reported silicone also found to be like a soft runny gel, losing its cohesive nature¿. Device has been explanted. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted